Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available a supplemental report will be issued.

Event description:
It was reported "the arthroplasty was revised due to recurrent dislocation and instability. The acetabular and femoral components were revised. The components were implanted to situ for 0.68 year. Medical records and x-rays were not provided to stryker to review."